Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) behavior. In addition, the device reverted to safety mode. As a result, it was explanted and successfully replaced. Other than the replacement procedure, no additional adverse patient effects were reported. At this time, this device has not been returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory confirmed that a low voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) behavior. In addition, the device reverted to safety mode. As a result, it was explanted and successfully replaced. Other than the replacement procedure, no additional adverse patient effects were reported. At this time, this device was already returned to boston scientific.